Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had ultrasound on her leg after hurting it. The patient stated that she got a burn at the implantable neurostimulator (ins) site after having ultrasound therapy. The patient noted she had to go to the burn clinic for 2 weeks. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth.